Event description:
It was reported that this right atrial (ra) lead was surgically capped and abandoned after reportedly failing for several months. No further details provided regarding details or electrical measurements. A new ra was successfully placed. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).